Manufacturer narrative:
Intuvie received a report from right way medical indicating that the infusion pump failed the ground resistance test, measuring 1.449 ohms, which exceeds the acceptance criterion of < 0.1 ohms. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power filter will be replaced as corrective action. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical indicating that the infusion pump failed the ground resistance test, measuring 1.449 ohms, which exceeds the acceptance criterion of < 0.1 ohms. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power filter will be replaced as corrective action. No patient involvement was reported.